Manufacturer narrative:
Concomitant medical product: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and remains in use. The right ventricular (rv) lead triggered a warning for high impedance, and also exhibited possible t-wave oversensing (twos), undersensing of noise and intermittent undersensing. The rv lead remains in use. The patient experienced cardiac arrest and received cardiopulmonary resuscitation (CPR). No further patient complications have been reported as a result of this event.